Event description:
Complainant alleged that during the incoming inspection of the product, the device would not sync in any lead setting. The complainant indicated that there was no pt involvement in the reported failure.